Event description:
On (B)(4) 2012, the pt reported that he noticed one of the infusion sets was wet when he removed it and there was some irritation at the infusion site. He stated that he hasn't actually had any concerns with the infusion sets. The pt stated that the infusion site being wet has only happened once and he did not want to further troubleshoot. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was discarded so it could not be requested to be returned for evaluation.